Event description:
Four inch laceration on patient's scalp. Customer thinks spring did not hold. Additionally, account stated pt came in with cervical radiculitis. The physician was doing a keyhole cervical foraminotomy procedure when a 3-centimeter laceration of the scalp at the occipital region occurred. The physician applied staples to stop the bleeding and close the laceration.

Manufacturer narrative:
The actual instrument involved in the case was received for eval with no issues identified. The lot code indicates a 2007 date of manufacture. A device history review was conducted with no issues noted. A historical complaint review was also conducted with no trend found for this type of complaint on this product code. Visual inspection of the device, review of the operation and functional testing of clutch and force gauge to current specifications; provided no indication of mal-performance or failure of the device. Although the exact cause of the failure could not be determined, if the device is not setup and used consistent with the warnings and instructions contained in the directions for use, the type of injury indicated in this incident is possible.